Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had elevated blood glucose. The blood glucose reading was 134 mg/dl. Customer treated with manual injection. She stated that at the time of the event the blood glucose had been over 300 mg/dl. Customer declined troubleshooting for this issue. Nothing further was reported.